Manufacturer narrative:
Patient code should have been 1154 rather than 2199.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02346, 1627487-2020-02347, 1627487-2020-02348. It was reported two of the patients incision wounds were not healing; therefore the physician explanted and replaced the left s1 lead. The physician explanted the right l4 lead however was unable to replace it due to anatomy. It is unknown which leads had the wound issue, as such all leads are being reported.